Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 19) across multiple cartridges during the loading sequence. Additionally, the cartridge was leaking. The customer's blood glucose was 130-150 mg/dl. Customer loaded a third cartridge and insulin was resumed successfully.